Manufacturer narrative:
Correction to the following fields a3b - corrected from blank d4 - corrected from blank g3 - corrected from 2026-06-04 to 2026-06-01 h4 - corrected from blank medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the severe aortic regurgitation that was observed during the procedure was paravalvular leak (pvl). Per the physician, the cause of death was due to circumstances of the open chest surgery.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a routine transcatheter aortic valve replacement was performed using a transcatheter aortic valve evfxplus-29 in the setting of a severely calcified tricuspid valve. During the first implantation attempt, the transcatheter aortic valve was implanted too deep and recapture was planned. Blood flow decreased in association with severe aortic regurgitation and near bloodless blood pressure, and the valve was implanted very fast. After final release, the transcatheter aortic valve was dislodged too deep. Due to the deep position, the physician attempted to snare the valve, and the valve dislodged into the ascending aorta. A non-medtronic transcatheter valve was implanted. Several attempts were made to fix the evfxplus-29 valve inside the aortic arch without success, and the case was referred to the surgical department. Surgical explantation of the valve was performed, and the patient died several hours later.